Event description:
The customer reported that insulin squirted out while priming a new infusion set, and the device stuck on the time loop, but the numbers did not show on the screen. Instructed the caller revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.